Event description:
The customer called the philips medical response center (prc) to report getting pacer failure messages.

Manufacturer narrative:
The customer called the philips medical response center (prc) to report getting pacer failure messages. The device's status log entry pointed to a therapy pca issue. The customer ordered a replacement therapy pca. As of 2008, the customer has not called back regarding this issue. We will consider that replacing the therapy pca resolved the issue. We are considering the failure a malfunction of the therapy pca.